Manufacturer narrative:
Complaint (B)(4). The date of event could not be obtained from the customer. Samples were requested for evaluation from the customer. Once the samples are received and the investigation completed, a supplemental report will be filed.

Event description:
Customer states the lavender tubes fill 2/3 most of the time but not always. The tubes do not have enough suction to fill the tubes. The tubes don't have a strong vacuum which makes it difficult with sick patients. Customer is having to syringe draw much more often with the tubes to ensure they get enough blood. Unless they use a syringe to draw and force the blood into the tubes they will not fill all the way. This takes more time and uses additional supplies (i.e. Butterflies). Customer states this continues to be a problem across all lots.

Manufacturer narrative:
We received 3pcs. 454209/a20044dl and 7pcs. 454209/a20053al for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product.according to their investigation and comments, a review of production documents revealed no deviations in related to the reported event. Customer samples were examined; no deviations could be observed. During production of half-finished tubes and a check of the dimensions no defects were revealed. Therefore, the complaint is not confirmed.